Manufacturer narrative:
The samples flagged as positive, indicating possible sample abnormality. Extremely low results were generated, which should alert the operator to further verification of accurate results. The instrument is equipped with a blood aspiration sensor. If the blood aspiration sensor is disabled, correct results may not be obtained if the sample volume is low and/or aspiration errors occur; the sensor is unable to generate a "short sample" or "sample not asp error". During manual sample analysis, the operator is able to enable or disable the blood aspiration sensor. It is recommended that the blood aspiration sensor be disabled in case the user is analyzing a sample that is known to have a very low hemoglobin. In this event, the user disabled the aspiration sensor; therefore, no errors pertaining to sample aspiration errors were generated. A technical product manager (tpm) reviewed data and determined all sample analyses that generated erroneously low values had sample aspiration issues. Had the aspiration sensor been enabled the operator would have been alerted to the sampling aspiration issue. It is possible a microclot or bubble may have impeded aspiration of cellular elements in the sample. The tpm determined the analyzer performed as designed.

Event description:
On (B)(6) 2017 a patient was drawn for a complete blood count and cell differential (cbc+diff). Hemoglobin (hgb), hematocrit (hct) and platelet (plt) values were within normal ranges. Subsequent samples were drawn and analyzed on (B)(6) 2017 for a cbc and differential. Falsely decreased critical hgb, hct and plt values were reported. The clinician administered red blood cell (rbc) and plt products based on the erroneous results. The subsequent samples were sent to another lab for repeat analysis. Hgb, hct and plt values were within normal ranges. No harm to the patient was reported due to the transfusions.